Event description:
Baxter received a report from a baxter technician stating the bed was moving by its own. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
The baxter technician found the gas spring needed to be replaced. Per the baxter service manual make sure that the locknut on the shoulder bolt at the upper frame interface is installed flush and fully seated with the mating part. Repair or replace parts as necessary. At its highest position, inspect the gas spring rod for scratches, nicks, bends, or dents. Repair or replace parts as necessary. Inspect the gas spring jam nut to make sure it is flush and fully seated. Repair or replace parts as necessary. Use the back section handle to release the gas spring. Move the back section up and down. Make sure that the handles and cables are in good condition, and the back section raises and lowers easily. Make sure that there are no fluid leaks from the back section gas spring. If there is any oil present on the outside of the gas spring, clean it and raise and lower the back section several times. If oil is present on the outside of the gas spring again, replace the gas spring. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in aug 27, 2024. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the gas spring to resolve the reported event. Based on this information, no further action is required.